Event description:
It was reported to philips that the system would not boot up. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot up. Upon functional testing, the fse found that the flexvision pc was not booting and tried to resolve it by replacing the cmos battery on flexvision pc, but the issue persisted. The fse attempted to reload software on flexvision pc and ippc but was unsuccessful. Upon further analysis, the fse determined that one of the network cables from behind the flexvision pc came out as if it was not properly seated. To resolve the issue, the fse reconnected and reseated the cables. After reconnecting and reseating cables, the system was returned to use in good working order. The codes were updated based on the investigation outcome.